Event description:
Pt reports wind-up knob is stuck on pump. No interruption to therapy, missed dose(s) or adverse event(s) reported due to product issue. Troublshooting was not completed. Device is available for return. Pharmacy is replacing device. Pump serial number was not reported. Pt noticed defect after last infusion on (B)(6) 2024. No additional information available. Indication: chronic inflammatory demyelinating polyneuritis.